Event description:
It was reported that the patient experienced a pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. A cavotricuspid isthmus (cti) ablation was performed using a non-boston scientific ablation catheter to treat atrial flutter prior to the transseptal puncture. The non-boston scientific catheter was used with the faradrive sheath. After the cti ablation was completed a small pericardial effusion was noticed on intracardiac echocardiography (ice). The transseptal puncture was performed along with a pre-map using a non-boston scientific mapping catheter, then ablation was performed using a farawave catheter. At this time the effusion began to grow, so a pericardiocentesis was performed. Over the course of a couple hours 1.4l of fluid was drained from the pericardium. The patient stabilized, and the procedure was completed. The patient was hospitalized after the procedure but is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.